Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, an malfunction was identified with a device's power supply. The device's power supply was replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.